Event description:
It was reported to philips that the system was unable to power on. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system was unable to power on. Review of the logfile shows no (network) contact could be made to the suite pc, xray-pc and fv-pc, control network not working. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the ts ethernet switch was not switching on. To resolve the issue, the fse replaced ts ethernet switch. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.